Event description:
The customer reported via phone call that the customer received a failed battery test on the insulin pump. Customer was able to clear the alarm by inserting a new battery. The customer also reported the alarm persisted with a new battery cap. The customer's blood glucose was unknown. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.